Event description:
Registered nurse reports that the suture wings that are attached to the manhurkar-dual lumen straight dialysis catheter became disconnected from the catheter and remained sutured to the pt. The catheter then became dislodged and needed to be replaced.